Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a type 1 bicsupid valve that was markedly calcified, a pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. The valve was implanted in the correct position however was under-expanded. A few seconds after release from the delivery catheter system (dcs), the valve dislodged and occluded the right coronary artery. The valve was captured with a gooseneck snare and moved to the ascending aorta. A second valve was implanted in the correct position. A post bav was performed with a 25 mm balloon and then again with a 28 mm balloon. It was reported that the patient was borderline between a 29 and 34 mm valve. No additional adverse patient effects were reported.